Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture or labeling of this device.

Event description:
It was reported that the 2.0 x 12 mm mini trek dilatation catheter was advanced to the target site. An attempt was made to inflate the device using a non-abbott inflation device; however, the balloon would not inflate. The device was removed without difficulty. A second same size mini trek was used with the same inflation device and no issues were noted. There was no adverse patient effect and no clinically significant delay. No additional information was provided.